Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump black box data indicated frequent low battery warnings in the alarm history. The pump powered on with a blank display. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. There was corrosion observed in the battery compartment and the battery compartment was cracked. A leak test revealed a leak at the battery compartment. The pump was opened; moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.